Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Technical support (ts) instructed the customer to make fresh controls and no extra peaks were noted. No further ation was required. The most probable cause of the reported event was control material degradation.

Event description:
On (B)(6) 2016, the customer reported an extra peak on level 1, lot 7045 with their g8 analyzer. There was no indication of patient intervention or adverse health consequences due to the reported event. The customer is unable to run patient samples on hba1c diabetes assay. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.